Event description:
Same case as 2134265-2012-08284 and 2134265-2012-08324. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred. Access was obtained through the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The physician placed an atlantis sr pro diagnostic catheter in the lesion and then attempted pullback, but the motordrive unit did not retract the catheter. The procedure was completed with the initial atlantis sr pro diagnostic catheter and a new motordrive unit. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).